Event description:
Caller reported a malfunction on the pump. A malfunction code was displayed, and the customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The pump was replaced to resolve the issue, and the customer will use current pump and mdi for insulin therapy until the replacement arrives.